Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that formula leaked from the side port during feeding.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One decontaminated sample was received for evaluation. After performing the functional inspection, the condition reported by customer was not observed in the sample. Since the issue reported was not confirmed, the exact root cause could not be determined at this time. Functional inspections are performed during the manufacturing process with acceptable results according with quality standard requirements. No corrective actions are deemed necessary at this moment. The process is running according to product specifications meeting quality acceptance criteria will be keep monitoring the process for any adverse trends that require immediate attention.